Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and passed at 0.21 vdc. A pairing with (B)(4) bluetooth device/download was performed and passed. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.